Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol composix mesh (device #2) and the bard/davol composix e/x (device #3) the patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Not returned.

Event description:
On (B)(6) 2007, attorney alleges that on the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1). On (B)(6) 2008, it is alleged that on the patient underwent surgery for implant of an unspecified bard davol composix (device #2) and an unspecified bard/davol composix e/x (device #3). On (B)(6) 2018, as alleged, the patient had unspecified injuries related to a defect in the composix (device #2) and composix e/x (device #1) and (device #3) and underwent revision surgery and implant of an unspecified bard/davol ventrio st. As reported, the patient is only making a claim for an adverse patient outcome against the two (2) composix e/x (device #1) and (device #3) and composix (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."